Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with atrial lead noise due to oversensing. The noise was able to be reproduced with isometrics. The lead was capped and replaced on (B)(6) 2019. The patient was stable.